Event description:
The reporter contacted animas on (B)(6) 2012 reporting that all of the keypad buttons were unresponsive to button presses. The reporter stated that the buttons were scrolling and then were not working at all. The reporter stated that the patient wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow and contrast keypad buttons required multiple button presses and excessive force in order to elicit a response. The up arrow and contrast keypad button were found to be intermittently responsive. The ok and down arrow keypad buttons were found to be inverted. There was evidence of keypad contamination found under all key contacts.